Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the device was alarming and the device did not recognize a full reservoir. The customer's blood glucose level was unknown. The customer was advised to contact the hospital for a new insulin pump. No further details were provided.